Event description:
A surgeon reported noting scratches and/or a crack on an intraocular lens (iol). The patient was reported to be experiencing glare. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/02/2009, 04/06/2009, and 04/16/2009 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on : 05/01/2009.